Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: based on visual inspection, investigation results determined a failure on the pcb board.

Event description:
The physician stated while turning on the tumescent pump, the pump would immediately turn off. The physician also indicated that there was a burning odor coming from the plug.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event.